Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values the day after the sensor was inserted in the abdomen. The patient was home alone and received a notification that he was urgent low. He was extremely nervous because the cgm reading was 40 mg/dl while the bg was 400 mg/dl. He experienced nervousness, diaphoresis, and dizziness. He called 911. When paramedics arrived, the patient was transported to the hospital and received IV hydration en route. At the hospital, he was given another IV and insulin to lower the sugar level. After a day, the patient recovered and was discharged. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.